Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) battery is dropping out of charge even when the unit is plugged in it drops out. The staff swapped out units and proceeded with therapy successfully . There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and states that ac power light would dim and go out. Touching the power cord would make it come back on. Fse replaced the reel, ac power cord. This corrected the problem. Fse completed full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer for clinical use.